Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot #: unknown/not provided. Expiration date: unknown/not provided, since lot number was not provided. UDI #: a complete UDI # is unknown since the lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Device manufacture date: unknown/not provided, since lot number was not provided. The device was not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will not be performed as a lot number was not provided. If there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) came out prematurely with patient contact. There was no indication of adverse event, surgical intervention or patient injury involved in this event. No other information was provided.

Manufacturer narrative:
In review of the file, the initial emdr was submitted; however, model # and catalog #: were inadvertently provided incorrectly. Therefore, they have been corrected in this supplemental report. The following fields were updated accordingly. Model #: 1mtec30, catalog #: 1mtec30. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.